Event description:
It was reported that during prostate procedure, with 75,000 joules used and 23 minutes expended, "end fire" was observed. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber. Patient outcome: "ok" reported. No patient injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap bevel edge and metal cap are not aligned; the glass cap cannot rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the metal cap and the outer flow tubing open end exhibit crystal deposits. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.